Event description:
It was reported that during surgery the device failed to function and became hot, and a backup device was used to complete the procedure. During intra-operative use, the motor did not operate and the device heated up. A backup device was prepared and used, resulting in approximately 0¿15 minutes of surgical delay. The patient had no consequences or impact. During device evaluation, batteries leaked electrolyte. Due diligence is complete. No additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan complaint can be confirmed through the returned product analysis. Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack.visual inspection of the interior of the pack found at least one of the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as a manufacturing issue exacerbated by a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.